Event description:
On (B)(6) 2009, the patient reported she received an e4 (occlusion) error on her insulin infusion device during a 4.0 unit bolus. She stated she changed her infusion set a few hours ago. To troubleshoot, the patient was instructed to disconnect the tubing from her headset and perform a prime, which went through without error. She was advised to remove her headset and when she did, she discovered the cannula was kinked. She changed her headset and reconnected to the same tubing before successfully completing delivery of her bolus. A courtesy infusion set insertion device was sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.